Event description:
A 3.50mm/1.5cm/140cm spcb flextome was unexpectedly received by the boston scientific as there was no complaint reported against this device prior to being returned. Based on additional information received on (B)(6) 2011, it was observed that one of the blades was slightly lifted from the balloon.

Manufacturer narrative:
Device evaluated by manufacturer: a visual examination of the device found that the returned balloon showed evidence of being inflated with congealed blood and contrast media in the balloon and shaft. A microscopic examination of the device observed that one blade and pad was lifted from the surface of the balloon for a length of 5mm from the proximal end. All other blades were fully bonded to the balloon surface. No other damage was noted to the balloon or the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
A 3.50mm/1.5cm/140cm spcb flextome was unexpectedly received by the boston scientific as there was no complaint reported against this device prior to being returned. Based on additional information received on december 14, 2011, it was observed that one of the blades was slightly lifted from the balloon.